Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Additional information was received that there was also some noise present on both the right atrial (ra) and right ventricular (rv) leads that are non boston scientific. Additionally the patient was said to have received a single shock. It is unknown the reason for the shock at this time. This patient also has a left ventricular assist device in place. And the shocking lead also continues to show low impedances. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that another alert was given for low shocking impedances on this patient's non boston scientific lead. The device has also been exhibiting beeping tones as well. A boston scientific sales representative checked the patient and the device checked out fine. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
The device was returned for reliability analysis.

Event description:
Additional information was received that a revision procedure was performed. The patient with this system was considered to be high risk due to the use of a left ventricular assist device (lvad). The physician elected to explant the device during the lead replacement procedure. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that a read alert was recieved for low shocking impedance on the non boston scientific ventricular lead. The patient will be monitored for now.

Event description:
New information was received that this patient can hear beeping from her device. Technical services (ts) was consulted and suggested the beeping could be due to the low shock impedance warning.